Event description:
It was reported the lightsource had a b30 error, during inspection, prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty scope connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the b30 error was due to the faulty scope connector. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.